Event description:
Hcp reported the pt presented in 2003 with back pain. Prior to this visit the pt had an episode of being lightheaded, fainting, and has been confused. The home health care nurse injected the drug subcutaneously instead of the pump and the pt had overdose symptoms. The pt had morphine, clonidine, & bupivicaine in the pump. The physician decreased the clonidine amount from 300mcg/cc to 150mcg/cc. He believed the clonidine was interacting with their blood pressure medication which was causing pt to become hypotensive and faint. They were transferred to a long term care facility and given physical therapy. A "reading" of the pump along with a reservoir volume check were both done and were accurate. In 2003 the expected reservoir volume was 12.7cc and the actual was 2.0cc. The pt had pain across the lower back. They were transferred to a long term care facility. In 2003, they were admitted to the county hosp. They were hypotensive, had respiratory insufficiency, respiratory acidosis, and was in acute renal failure. The pump was either off or filled with saline, they were put on a mechanical respirator and given 1 cycle of hemodialysis. They were extubated and their pump started at a low rate. They then became somnolent and their pump was again turned off or filled with saline. It was then discovered that they had an ileus. They were put on oral vicodin and given physical therapy. They refused to be discharged to a long term care facility so they were discharged home in 2003. The following month saline-filled pump was increased to 5mg/day and the home health care service will be checking it next week. The alarm date is set for oct. 2003. If the reservoir volume is found incorrect again the physician will be explanting the pump.